Manufacturer narrative:
Updated/corrected.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that after the implant, she had pain, so she turned the implantable neurostimulator (ins) on and noticed it was targeting the right side instead of the left. In order to get stimulation to the left, she had to turn up the right side to the point of agony/radiating through the body. She had it reprogrammed with a manufacturer representative, tried reprogramming again, and was scheduled for a lead revision on (B)(6) 2015. She had not gotten to the point of ever charging the ins. The indication for therapy was cervical radiculopathy and spinal pain. If additional information is received, a follow up report will be sent.